Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced infection, chronic drainage, fistula tracts draining into mesh, adhesions of the small bowel to the failed parietex, failure of mesh, and serosal tear to the bowel. Post-operative patient treatment included mesh removal surgery.